Event description:
About 8 months ago, I went to an ortho doctor and complained about my knees sometimes hurting. He took an x-ray, and said he found nothing wrong in it. He asked if I wanted synvisc injected into my knees, and that results from it were very good. Improvement could last one year. I said yes, and the doctor did the 2 injections. It did not hurt. The next day and for the following two months, my knees were considerably worse. I had never had trouble getting up off the toilet before. Now I need to hang onto something, so that I could pull myself up. The worse part was that my bp that had been under control, went very high, 170/210. I am now on 3 very strong blood pressure pills. With their help, I can keep my bp normal. Event abated after use stopped or dose reduced: yes.